Manufacturer narrative:
An injury has been reported in relation to the cycler. This MDR includes all event info received to date. Peritonitis is a known complication of peritoneal dialysis, therefore this MDR is being filed as a serious injury.

Event description:
The following was reported by the pt's peritoneal dialysis nurse (pdrn) and obtained from medical records: the pt was admitted to the hospital on (B)(6) 2014 for severe abdominal pain. Upon admission the pt was started on broad spectrum antibiotics (cefepime and metronidzole) for suspected peritoneal dialysis related peritonitis. The pt's peritoneal fluid culture grow (B)(6). The pt also tested positive for c-diff. The pt was taken off of her broad spectrum antibiotics and treated with vanco.